Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up, down and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify charge battery anomaly, failed battery alert and rewind anomaly due to buttons not responding. Device received with cracked lcd window and broken belt clip slot. The p-cap locks into the reservoir compartment properly and no dark spot anomaly on lcd display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not giving proper amount of background insulin and patient's blood glucose was bottoming out, the insulin pump rewound louder and longer than before, it rejected new batteries and the light button and the button had to be pushed harder to work. There was a dark spot on the display screen and the battery life was down to a weak. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.